Event description:
A low readings issue was reported with the adc device. A customer reported receiving unspecified low sensor readings and self-treated with insulin: pioglitazone, glipizide. Customer experienced hypoglycemia and had contact with a healthcare professional who obtained a laboratory result of 98 mg/dl and provided unspecified medication as treatment for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.